Manufacturer narrative:
The manufacturing date was not available. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was missing a contact for the batteries in bay one therefore displaying a red led light. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling which is further classified as misuse, abuse and or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the universal battery charger device bay red triangle was lighting up. During in-house engineering evaluation, it was observed that device was missing a contact for the batteries in bay one therefore displaying a red led light. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.